Event description:
It was reported that piston continues moving forward during the manual prime, and it is impossible to stop. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap.